Event description:
It was reported that a patient experienced an unspecified infection coincident with automated peritoneal dialysis (apd) therapy. The cause of the event was unknown. The patient was hospitalized for the infection. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. Nine days after admission, the patient was discharged to a long term care facility for a month for rehabilitation. Patient outcome was not reported. It was reported that pd therapy was discontinued. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.